Event description:
It was reported by the patient approximately a week after implant that when the patient was in church, they heard a buzzing sound from the device area whenever the minister or singer used the microphone. Follow up with the clinic was done and determined the patient had been seen at the clinic following the report and the device was functioning normally and there was no findings on the buzzing noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.